Manufacturer narrative:
Findings show that the customer¿s clinical engineering department tested the devices the day after the incident and verified that alarms generated as expected. Additionally, onsite testing by a spacelabs field service engineer confirmed the involved devices performed to specification. The patient's historical waveforms and trend information were reviewed by a spacelabs lead software engineer. Findings show that the episode in question was not a run of ventricular tachycardia, but rather a paced rhythm. There was no device malfunction. The episode did not meet the alarm criteria, therefore no alarm was generated. This report is considered final and the issue closed.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report that on (B)(4) 2017 a patient on a bedside monitor experienced an episode of ventricular tachycardia (vtach) that did not alarm at the central monitor. No one was injured as a result of this event.